Manufacturer narrative:
Evaluation summary: evaluation of the device memory found a polarity switch from bipolar to uniploar.

Event description:
It was reported that the right ventricular (rv) lead polarity switched from bipolar pacing configuration to unipolar pacing configuration. It was also reported that after the switch to unipolar pacing configuration, the patient experienced some twitching. The lead is being monitored and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside of the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 4524-45 implantable pacing lead (B)(6) 2003. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.